Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 27-jun-2025 investigation summary bd received 10 samples for investigation. The 10 returned samples were visually inspected, and no issues were identified. Additionally, 5 of these samples were submitted for functional tests, and all results were within specification limits. Furthermore, 80 retained samples were also visually inspected with no issues identified. No difficulties were encountered during blood collection as all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (erroneous results-ast) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer returned and control samples tested demonstrated clinically acceptable performance. Replicates of both customer returned and control samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results (ast). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 83 units erroneous results were seen in 13 samples. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 83 units erroneous results were seen in 13 samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.